Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant, the patient experienced difficulties pairing their implantable cardiac monitor to the merlin app. Upon investigation, a certificate issue was identified. A merlin.net update was performed on (B)(6) to address the issue and the patient¿s device has since successfully paired.